Manufacturer narrative:
Evaluation is in progress, but not yet concluded.during log analysis on 02-mar-2016 the alert probe is reporting a status change of coupled - disconnected over and over.

Manufacturer narrative:
(B)(4). Level sensors were changed initially, but little improvement. Later, the module appeared to be the issue and no back-up module was available. The field service representative (fsr) delivered a new module to the user facility. The new module was installed by a manufacturer trained user facility¿s biomedical engineer (biomed). The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level detector module worked intermittently. This has been an ongoing issue for a couple of weeks. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2016: the perfusionist (ccp) and his clinical associates had some level sensing issues over a few cases. Initially, they were getting some intermittent coupling issues (level not attached messages) and they were able to re-position the pads or re-gel and get thru the procedure. In later cases, the level sensors were changed out and intermittent issues continued. The ccp stated that "?" Marks appeared on level icon on central control monitor (ccm) during set-up for a case, and they assumed the issue was with the module and not the sensors. During this specific procedure, the case was completed without level monitoring as a back-up module was not available. An air sensor was used, and was positioned just below the venous reservoir outlet to allow for quick indication of a drained reservoir. A back-up module was acquired and was placed and assigned on (B)(6) 2016. Cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the reported complaint was not duplicated. The device operation appeared normal, although automated test equipment (ate) testing revealed a failing printed circuit board (pcb). Minimal troubleshooting was done on this pcb, cause of ate failure was the application board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.